Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that customer was in hospital due to high blood glucose of 800 mg/dl and insulin pump stopped working. Customer was treated by using syringe. Customer stated that insulin pump had no battery alert and put a new battery but insulin pump was not working. Insulin pump will be returned for analysis.